Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the battery cap had damaged threads, and there was moisture contamination. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the battery compartment was cracked. The battery cap had stripped threads and was unable to fully tighten on to the pump. Additionally, evidence of moisture corrosion was found in the battery compartment and on the battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).